Event description:
In (B)(6) 2014, the surgeon performed a right side ifuse procedure on the patient placing three ifuse implants. The patient had leg pain following the initial surgery. CT scans showed that an implant was impinging on the nerve root. A few days later, the surgeon performed a revision surgery where he repositioned the first implant by backing it out a few millimeters. No implants were removed. The patient's leg pain symptoms resolved after the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on 06/17/2014: ifuse implant, p/n 7035-90, lot# i0852, manufactured 11/22/13, expires 2018-11; ifuse implant, p/n 7040-90, lot# 166188, manufactured 10/24/13, expires 2018-10; ifuse implant, p/n 7055-90, lot# 154267, manufactured 03/21/13, expires 2018-03.